Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-01150. It was reported the patient had 2 trial leads placed on (B)(6) 2017 and on (B)(6) 2017 suffered a stroke. Patient was hospitalized. Patient's spouse indicated the patient was to undergo a procedure (type and nature of procedure was not provided to the manufacturer. Patient also experienced a cerebrospinal fluid (csf) leak during the lead placement procedure (reference MFR report: 3008829311-2017-00956 and MFR report: 3008829311-2017-00957). Patient is part of the target clinical study.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-01150. Additional information received indicated the physician does not believe the stroke was related to the drg trial and the patient had underlying factors that contributed to the stroke. Patient has since been discharged from the hospital.